Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported there was a cut in the delivery system. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman® laa closure device & delivery system was removed from the packaging and flushed from the back end successfully during preparation. When they attempted to flush the full body of the catheter, it was noticed there was a cut in the body of the catheter. Saline flushed out the side of the lumen. The procedure was successfully completed with another watchman® laa closure device. There were no patient complications since it was not used in the patient.